Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Our gateway attempted to process this and ran into a connection issue on 4/5. This caused the submission to fail.

Event description:
It was reported that the device exhibited a check clutch error message. It is unknown if the issue was related to physical damage or abuse. There was unknown delay in therapy, unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the bottom case cracked under the l-bracket and the right plunger case cracked. The event history log confirmed check clutch/plunger lever occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a combination of the leadscrew and right and left clutch halves and spring. The worn leadscrew, right and left clutch halves, and clutch spring were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.